Event description:
It was reported that a clearlink system continu-flo solution set leaked. The event was further described as; "during priming, saline was dripping at the point where the spike and tubing attached". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-05430. All information can be found under manufacturer report number 1416980-2022-05430. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: b5: the device name is corrected to clearlink system y-type blood/solution set. Should additional relevant information become available, a supplemental report will be submitted.